Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, external visual inspection of the s-ICD noted tool marks on the case and header as well as body fluid contamination in the lead barrel. An arc mark was also noted on the front of the case. Product testing determined the monitoring voltage of the s-ICD was 9.028 volts. The remaining battery life to elective replacement indicator (eri) was seven percent. A review of the device memory noted a long charge error and a charge timeout. Further review found the s-ICD delivered a shock into a one ohm impedance. Overall, analysis determined the s-ICD fired a shock while the electrode was touching the case.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) implanted with this electrode was returned with no reported product performance issues and no reported adverse patient effects. Records indicate the electrode was surgically abandoned. The local area field representative was contacted for additional information, however no further information is available. Analysis completed on the device in our post market quality assurance laboratory identified a product performance issue.